Manufacturer narrative:
Per tandem user guide: make sure you have a 3.0 ml syringe and fill needle before filling the cartridge with insulin. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that intermittent occlusion alarms occurred. System check was performed by tandem technical support and no issues were identified; however, customer reported performing the air removal step incorrectly. Customer was educated on the proper air removal process per the user guide. Customer successfully resumed insulin therapy and has manual injections as backup therapy if required. Customer's blood glucose was 162 mg/dl.